Event description:
The customer reported that the system had an intermittent problem with a screen not functioning. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the contact on the monitors and shortened the power supply cable. The system was tested and found to be working as intended and put back in service.